Event description:
During internal testing at emageon, it was found that: when the user preference for "share zoom/pan settings across images on irregular datasets" is turned on; the user transfers uncalibrated data sets from the dicom server that have different field of view from slice to slice, the data sets cannot be calibrated correctly. Anomaly example: the problem is exhibited in the following way: if an image is manually cailbrated using ultra visual tools when the "share zoom/plan settings across images" user preference is turned on, the other slices (that have different fields of view) will inherit the calibration of the original image. The result is that images other than the initial (correctly calibrated) image may have an incorrect calibration.

Manufacturer narrative:
Evaluation summary: root cause analysis: this defect was introduced because the software component responsible for maintaining pan and zoom settings is also responsible for maintaining calibration settings. Therefore, if the user has instructed the software to share zoom across a stack of images, they have also inherently (and perhaps unknowingly) instructed the software to share calibration. Workaround: calibration for multi-slice data sets should not be used when the "share zoom/pan settings across images" user preference is turned on. To use calibration for irregular data sets, users must turn off this user preference. Corrective action: a service bulletin will be made available to end users if they wish to use this feature for data sets with different fields of view (also defined as "irregular"). An advisory letter has also been issued to notify customers to not use the feature if they decide to not accept the service bulletin.